Manufacturer narrative:
Device not returned for evaluation. A review of the manufacturing and inspection records related to this device was completed and the results demonstrate that the device met all specifications. Device will not be returned as it was discarded by the hospital. No surgeon or follow up doctor contact information has been provided.

Event description:
An event was received through our edwards lifesciencs (B)(4) implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, an annuloplasty ring was explanted after an implant duration of approximately 1 year and 8 months (19.83 months) due to unknown reasons and replaced with a bioprosthetic valve.